Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had presented remotely via merlin.net. A review of the transmission showed that the patient¿s right atrial lead had exhibited noise oversensing, resulting in inappropriate mode switch. Lead revision was suggested; however, no changes or interventions were reported. There were no patient consequences.